Manufacturer narrative:
The biomedical engineer (bme) reported that they are getting the blue screen of death on the central nurse's station (cns). It is stuck on the blue screen. The customer then power-cycled the unit and it would not come back on, and the debug led displays 80 and status is amber. This happened the day before as well, but rebooting the unit brought it back into the software then. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that they are getting the blue screen of death on the central nurse's station (cns). It is stuck on the blue screen. The customer then power-cycled the unit and it would not come back on, and the debug led displays 80 and status is amber. This happened the day before as well, but rebooting the unit brought it back into the software then. No patient harm was reported.

Event description:
The biomedical engineer (bme) reported that they are getting the blue screen of death on the central nurse's station (cns). It is stuck on the blue screen. The customer then power-cycled the unit and it would not come back on, and the debug led displays 80 and status is amber. This happened the day before as well, but rebooting the unit brought it back into the software then. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that they are getting the blue screen of death on the central nurse's station (cns). It is stuck on the blue screen. The customer then power-cycled the unit and it would not come back on, and the debug led displays 80 and status is amber. This happened the day before as well, but rebooting the unit brought it back into the software then. No patient harm was reported. Investigation conclusion: the customer reported that a cns unit displayed a blue screen with an amber status and debug code 80, and would not reboot after power cycling. Nk tech support identified the debug code as indicative of an hdd or boot device failure. The unit was sent in for billable repair. The reported issue could not be duplicated upon receipt, but degraded or corrupted hdds were identified as the probable cause. Both hdds were replaced, the system was reimaged and reconfigured, and the unit passed 48 hours of extended testing. Root cause: software corruption. Additional device information: the following field(s) contains no information (ni), as attempts to obtain information were made, but not provided. D10 concomitant medical device. Attempt #1 on 01/22/2025, emailed customer via microsoft outlook for all items under the no information section. The customer responded back, but they did not provide the additional device information. Additional information: b4. Date of this report. D9. Device available for evaluation. G3. Date received by manufacturer. G6. Type of report. H2. If follow-up, what type? H3. Device evaluated by manufacturer. H6. Event problem and evaluation codes. H11. Additional manufacturer narrative.